Event description:
The facility reported that a patient, status post bone marrow transplant, receiving home care treatment via a double lumen broviac catheter developed sepsis (staph epithelial) 12 days after the introduction of the ultrasite valves to access the broviac catheter. Patient required hospitalization.